Event description:
The customer reported that their device was no longer detecting any connection of the therapy cable assembly. This was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio will replace the system controller and user interface pcb assemblies and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies in the failure analysis center. The cause of the reported failure was determined to be a failure of integrated circuit chips, designators u24 and u25 of the system controller pcb assembly. It was observed that the software also appeared to be corrupt. Additionally, physio observed a boot failure with the system controller pcb assembly due to the observed corrupted software.